Event description:
The facility reported a pump with 3 battery discharges below the alarm threshold. This occurred during bio-med testing. There was no patient injury or medical intervention necessary according to the hospital representative. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of 3 battery discharges below the alarm threshold was confirmed. Inspection of the device also found failure code 570:320:844:0000 in the pump's event history. These were caused by damaged batteries, therefore the pump's batteries were replaced. Review of the complaint history reveals similar reports have been received for this product for the reported issue. This issue is being investigated under CAPA, (B)(4).